Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight. A microscopic analysis was performed which identified: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification), non penetrating nicks and broken shell with striated edge on radius side assessed as surgical damage consist in the use of some surgical tool. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product" and ¿right-side rupture, confirmed during surgery.¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth breast implants due to the patient¿s concern with the product and rupture.

Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product" and ¿right-side rupture, confirmed during surgery.¿ device has been explanted.